Manufacturer narrative:
A medwatch form was not received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter, despite multiple attempts to obtain the required information. Records of these attempts are documented in the complaint file. The product was being used for treatment, not diagnosis. No device manufacture date. A review of the manufacturing records was not possible as the identifying lot number was not provided by the reporter. No evaluation performed. The device has been thrown away.

Event description:
It was reported to the sales rep by the operating room staff that during a procedure, the surgeon thought the hydrodebrider was in the maxillary sinus. According to the surgeon and staff, the hydrodebrider footswitch was touched lightly and irrigation fluid filled the orbit. It was reported the patient experienced double-vision and fluid in the eye for three days. The doctor has since reported that the patient had a full recovery. The hydrodebrider system is indicated for use whenever irrigation of the paranasal sinuses is desired including post endoscopic sinus surgery and office based irrigation. The hydrodebrider is intended to treat such conditions and disorders as rhinitis and acute or chronic sinusitis. The lot number of the product was not provided by the doctor. The product was reported to have been discarded after the procedure. Event date: month and year valid.